Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, after the dental implant was installed in intraoral region #6, its non- osseointegration was observed. A 5 ncm of primary stability was achieved and the implant was installed without primary stability. The patient presented insufficient bone quality/ quantity (bone type iii) and bone graft was executed.